Manufacturer narrative:
(B)(4).

Event description:
It was reported that low impedance was observed on the atrial lead. No patient symptoms were reported. Revision was attempted and an insulation anomaly was observed. The lead was capped and replaced. The patient was noted to be in stable condition throughout the event.